Manufacturer narrative:
(B) (4)

Event description:
The pt experienced a loss of therapeutic ... She had been vomiting "violently" for the past 2 weeks and believed that the device may have "moved." There was no known accident or incident associated with this event. She was admitted to the hospital. Further info was requested from the healthcare professional.